Manufacturer narrative:
G4:22mar2021. B4:24mar2021. The customer clarified the device was not in use on a patient at the time of the issue, and there was an error message when it got plugged in. During investigation of this failure the customer found there was a brown liquid residue inside the unit and then they replaced all parts in the gas path which include the gas delivery system, the blower, the blower boot kit, the gas delivery system tubing kit, the oxygen solenoid, and the gas port. The replaced parts resolved the issue. The removed component was reported to have been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported the ventilator alarmed to a low leak co2 rebreathing risk and the ventilator was swapped out. The device was in clinical use at the time of the issue, however no patient harm was noted. The customer performed verification testing on the device and found the oxygen would not flow, so the field service engineer (fse) advised the customer to adjust the settings during testing and which resulted in a flow discrepancy. The fse advised the customer to replace the flow sensor assembly.